Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section g3, h2, h4, h6 and h10 for updates. The device evaluation as noted in section b5, found image distortion due to cable malfunction. Based on the results of the investigation, a definitive root cause cannot be identified a device history review -DHR was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited distorted image quality due to a faulty cable. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the camera head exhibited distorted image quality due to a faulty cable. There was no patient involvement.